Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump stopped delivering insulin during the night. The insulin pump alarms that there is half an hour of battery life remaining and then shuts off immediately. The batteries were not previously used and the battery cap was not loose, cracked or damaged. The blood glucose reading was not known. It was advised that the insulin pump would be replaced but that the insulin pump could be used until the replacement arrived.

Manufacturer narrative:
The insulin pump was received with operating currents within specifications. The insulin pump passed self-test, rewind, prime seating test, basic occlusion test, occlusion test, force sensor test and displacement test. No replace battery now alarms were noted during testing. However, the loaded voltage display at the power graph management tool shows abnormal behavior. After disconnecting and reconnecting the internal battery connector on the printed circuit board assembly, the insulin pump was monitored and functioned properly. The insulin pump had cracked keypad overlay at the select button, minor scratched display window, case and keypad overlay.